Manufacturer narrative:
(B)(4). The customer returned one 2-l hemodialysis catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. Initial visual analysis of the catheter did not reveal any defects or anomalies. After failing functional testing, a hole was observed in the extrusion/wire assembly of the distal extension line. Microscopic examination revealed that the edges of the hole were smooth and uniform. This damage is consistent with contact with a sharp object (needle, scalpel, etc.) During use. The distal extension line outer diameter measured 4.789mm, which is within the specification limits of 4.70mm-4.80mm per the distal extension line extrusion product drawing. The catheter was tested using a pressurized leak tester as received. The returned catheter body was occluded, and the lumens were connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000162 rev. 04) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The leak tester was pressurized to 300 kpa and held for 30 seconds. Water was observed exiting the distal extension line extrusion/wire assembly in the middle of the body. A manual tug test confirmed the extension lines were fully secured onto their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the distal extension line was leaking in the middle of the extrusion/wire assembly. The appearance of the damage seems consistent with contacts with sharps. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported.